Event description:
Nurse manager stated due to a warning 06 the first two catheters did not work. The third catheter did work. Nurse states the catheter needed to be inserted three times and is very painful. There was a 45 minute to one hour delay.

Manufacturer narrative:
Device has not been returned for evaluation.